Manufacturer narrative:
An event regarding wear and instability involving a triathlon insert was reported. The event was confirmed through a review of the photographs provided. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon insert with severe wear on the posterior later condyle. From the photographs provided there is evidence of wear for the device. Burnishing, scratching and third-body indentations were observed on the insert condyles. These are common damage modes of uhmwpe. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: reject for medical review by clinican on 01 march 2019; provided x-ray confirms the subluxation of the femoral component. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding revision due to insert wear was reported. The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon insert with severe wear on the posterior later condyle. From the photographs provided there is evidence of wear for the device. Burnishing, scratching and third-body indentations were observed on the insert condyles. These are common damage modes of uhmwpe. A review of the provided medical records by a clinical consultant stated the following comment. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor revised a left knee triathlon poly insert due to wear and instability. No op note from the original surgery was available but he thought it was approximately 10 years ago. He changed from a 5x9 to a 5x13. Provided x-ray confirms the subluxation of the femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The doctor revised a left knee triathlon poly insert due to wear and instability. No op note from the original surgery was available but he thought it was approximately 10 years ago. He changed from a 5x9 to a 5x13. Provided x-ray confirms the subluxation of the femoral component.